Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum there was a clog in the connector. There was no report of patient impact. The following information was provided by the initial reporter: when infusion is given to patients, the infusion connector is routinely connected to the infusion set and indwelling needle, and the air is exhausted, but the liquid cannot be discharged. After replacing the new infusion connector, the liquid is discharged.

Event description:
It was reported while using bd q-syte luer access split septum there was a clog in the connector. There was no report of patient impact. The following information was provided by the initial reporter: when infusion is given to patients, the infusion connector is routinely connected to the infusion set and indwelling needle, and the air is exhausted, but the liquid cannot be discharged. After replacing the new infusion connector, the liquid is discharged.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.